Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported failure was confirmed and was reproduced in-house at the design facility. The investigation determined that the device power fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).